Event description:
A malfunction alarm with code malf 12 was reported, and although it was reset by customer support, the issue persisted. There was no reported impact to the customer¿s blood glucose level. Customer support provided guidance on resetting the pump and subsequently arranged for a replacement. The customer will use multiple daily injections as backup therapy. Instructions were given to return the faulty pump using a prepaid label, and the customer acknowledged understanding of these instructions.